Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vesssel was attempted using a proglide device after an unspecified procedure. Reportedly, the footplate of the proglide broke off and remained in the patient. There was no information reported as to how or if the foot was removed from the patient anatomy. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was not provided and it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, sus volountary event report number mw5075141 was received stating: "event description: during cardiac catherization procedure, one of the perclose proglide footplate was noted to be fractured and missing date of use: 2018. Diagnosis or reason for use: ventricular tachycardia"

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported foot break was confirmed. The investigation determined the reported difficulties appear to be related to related user technique and the subsequent treatment to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.